Event description:
It was reported that the unit deformed and the tip broke off while it was being screwed in. It was further reported that the surgery was completed using an alternative unit.

Manufacturer narrative:
Add'l info will be provided once the investigation is completed.